Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had delivered an unintended defibrillation shock, after the users charged the device. The shock button had not been pushed before the shock was delivered. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Describe event or problem: the customer confirmed that the patient survived the reported event and went home the same day. (B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. A review of the downloaded electronic records indicates that the device did not deliver a defibrillation shock to the patient during the reported event. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had delivered an unintended defibrillation shock, after the users charged the device. The shock button had not been pushed before the shock was delivered. The customer confirmed that the patient survived the reported event and went home the same day.